Manufacturer narrative:
(B)(4). Photographic analysis: one picture was provided; picture received shows a white cartridge vasecr35, fully fired, as the drivers can be seen exposed, one staple in proper b-form shape can be appreciated at the cartridge deck. No conclusion can be draw as to how the reported event occurred. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: 18 vasecr35 cartridge reloads were reported. Did the same issue occur with 18 reloads (not formed b shape)? Yes all the cartridge (3 used ) are not formed b shape in pulmonary vein so bleeds are leaked. How many pve35a devices were used with the 18 reloads (pve35a device is indicated for a maximum of 12 firings): 3 reloads are used but all the 18 reloads are same lot. Number so pf. Want to change same lot. No. ¿s cartridge. Can you please confirm the shape of the staples for the 18 reloads? See the picture , some part of the reload are not the b shape just u shape in some part that point was bleeding point in vessel. Were the staples in a loose b-form shape (not tight enough)? Or, were the staples malformed? Most of in the distal part malformed. On what vessel type was the device used, if not a vessel what tissue? Was it fired on a single vessel or bundle? Single bundle of the pulmonary vein lobectomy. Was it confirmed that the entire vessel was proximal to cut line on the device prior to firing (no tissue distal to cut line)? He used in IFU cause I was in the or room and he have many experience in use of pvs.

Event description:
It was reported that during a lobectomy procedure, it was not formed b shape so surgeon need to do reinforce suture. There were no adverse consequences for the patient reported.